Event description:
Patient had charite disc implanted in 2006. Contact reported that the segment was completely collapsed and as a result a pre-existing facet fracture went undetected. This resulted in instability of the repair. The patient was revised and the charite disc was removed and replaced with an interbody cage and posterior screws. Contact reported that the surgeon does not consider this to have been device related.